Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was in clinic due to low blood glucose. Patient's blood glucose value was 60 mg/dl and 67 mg/dl and 82 mg/dl and 74 mg/dl and 95 mg/dl. The device was expected to be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected insulin flow block alarms or delivery anomalies noted during testing.